Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas stating that on (B)(6) 2012 while away for the holiday, the pump had been exposed to water; there was condensation behind the display lens, the pump worked for 2 days and then it starting having power issues. It was noted that the pump would intermittently power on and off without warning. The reporter reportedly tried replacing out the battery several times and the pump would still not hold power. The reporter denied damage to the battery compartment or battery cap. The battery cap was reportedly replaced 3 days prior to the holiday. There were no bg excursions related to the reported event. This complaint is being reported due to the alleged power issue with the pump.